Event description:
Reportedly, the device would not display the pt ECG through paddles lead. The therapy cable was removed and the pt monitored through standard paddles. The pt was determined to have an unspecified but shockable cardiac arrhythmia. Reportedly, the defibrillator would not charge when the paddles charge button was pressed. A backup device was made available and was used to continue pt treatment. The rptr stated that there was no adverse affect to pt outcome resulting from the reported discrepancy. The basis for this statement was not reported. Pt outcome was not reported.